Event description:
Customer reported false high erroneous sodium (na) patient results on their au5800 clinical chemistry analyzer. The results were not reported outside the laboratory. There is no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics. The number of affected patient samples was not provided. Customer only indicated the patient results were greater than 200 mmol/l.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse determined the sodium (na) electrode malfunctioned. The fse replaced the na electrode to resolve the issue. Patient demographic information was not provided. Patient data was not provided. Beckman coulter internal identifier is case-(B)(4).